Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate, procedure, cathplace: na. Patient contact: no. When filling, pump leaked much of its contents into the bag. The pump was locked and set at "0." This pump is identified as pump #3 in medwatch uf/importer report # (B)(4).

Manufacturer narrative:
Method: the actual device involved in the incident was received for evaluation and investigation. A visual examination and functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: during visual examination, the pump was weighed and was found to be greater than 50% full. No leaks were observed during priming or pressurization. Dye was injected and the pump was monitored for four hours and no leaks were observed. Conclusions: the complaint of leak was not confirmed. No leaks were found at any location. Device was evaluated and alleged failure could not be duplicated. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Alternate contact: (B)(6). (B)(4).